Event description:
Revision surgery - shell was loose. Pt dislocated hip. Second revision for this pt. First revision done on (B) (6)2008 and reported on MDR #1644408-2008-00515. Original surgery was (B) (6)2008.